Event description:
After the firing sequence, the cs29 device could not be easily removed from tissue. After the cs29 was removed, it was determined that the device did not staple or cut, and unformed staples were present. The tissue was resected, and another anastamosis created. The patient is doing well.

Manufacturer narrative:
The cs29 was returned and found to have a broken drive clip, which would allow the device to open. In addition, there was misalignment found between the staples and pockets, which caused the device not to perform as intended. Summary - reported condition: the device did not staple or cut. There were unformed staples present in situ. After removing the device from situ, the open button was pressed, but the device did not respond. Evaluation summary: clamp side drive clip is damaged. Cut ring to full depth and staple pockets have staple marks. However, spline tube is damaged and cracked, this would result in misalignment between staples and pockets. Pictured attached. Memory card summary: memory card was not returned. Root cause: the root causes for the issues was a damaged drive clip and damaged spline tube. See scanned pages.